Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that the patient's left wire must have moved or bent. They had some sharp pains and soreness due to the wire being moved. The patient changed their stimulation to 1.6 volts and it was comfortable for them. There was no blood nor swelling near the wire, they were just very sore. They were advised to contact their doctor about the issue. The following day, they reported that the previous night, (B)(6) 2021, was really bad with voiding on overnight hours. Two days after that, they reported they felt the leaks were a "little more" yesterday. When they would stand up it would start. Their leads were not comfortable at all. They were again advised to contact their clinician with concerns.